Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lid was missing with a bd sharps coll 2gal red. This occurred with 6 containers and as discovered prior to use. The following information was provided by the initial reporter: it was reported that six lids were missing when the shipment was received.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. Also, a review of the device history record (DHR) was not possible since a lot number could not be provided. However, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. The weighing system has already been implemented for this containers manufacturing process to ensure the correct quantity of pieces per box before shipping. However, without the weighted label from the outermost box a root cause cannot be identified at this time. Unfortunately, the weighted label is required to identify or confirm this issue. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that the lid was missing with a bd sharps coll 2gal red. This occurred with 6 containers and as discovered prior to use. The following information was provided by the initial reporter: it was reported that six lids were missing when the shipment was received.